Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device header was secure on the device case. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. Simulated heart load conditions were run a second time on the right ventricular pacing port while manipulating the header as well as putting pressure on the device case. Device outputs remained steady and appropriate throughout this testing. Device memory was then reviewed which revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This device is included in the mid-life display of replacement indicators (november 27, 2007) advisory population.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) experienced multiple syncopal episodes. The patient was seen in the emergency room where pacing was noted however there was no capture. The device was interrogated and no anomalies were noted. The patient was taken to a telemetry bed where intermittent pacing with no capture was observed. It was suspected that the patient's rate was contributing to the loss of capture. Device outputs were increased and no further loss of capture was observed. A couple days later the device was explanted. At the time of explant, there was a concern that the battery depleted prematurely. Additionally, there was a concern that an intermittent loss of output contributed to the syncopal events.